Event description:
Customer reported that their pump was running out of battery. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance and was in the process of getting a new device as they were out of warranty.